Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported esophageal injuries could not be conclusively determined.

Event description:
The japanese heart rhythm society published an article on 24 july 2015 indicating six patients experienced an esophageal injury during an atrial fibrillation ablation clinical trial. No esophageal temperature monitoring was performed during the procedures. The study made use of the therapy cool flex ablation catheter and a non-sjm ablation catheter. The article did not indicate which devices were used at the time of the reported esophageal injuries. Further information regarding these events is not available. (1880-4276/ 2015 japanese heart rhythm society, published by elsevier b.v.)